Manufacturer narrative:
It was directly visible that the tool-receiver was wobbling and did not have any guidance anymore. Hence it was touching the outer grip sleeve of the handpiece. This effect was so strong that the grip sleeve was worn out at the front side. This caused strong friction and hence heat up. By pulling the grip sleeve off the handpiece (which also has to be done by the user for cleaning) it was directly visible that the front bearing was completely fallen in parts. The cage and the guiding rings of the ball bearing has still been in place but all balls have been missing. This explains why the tool receiver was wobbling so strong. A test of the rear bearing showed that it also has been worn out completely. Root cause for the heat up was in the end that all bearings have been worn out completely. To avoid such incidents the IFU contains notes and warning for the correct handling and use of the product: 2.1 infection hazard: patients, users or third parties could be infected by contaminated medical devices. > take suitable personal protective measures. > follow the instructions for using the components. > before the initial startup and after each use, prepare and sterilize the medical device and accessories accordingly. > carry out the cleaning and sterilization as described in the instructions for use. The procedure has been validated by the manufacturer. > it is essential to ensure the effectiveness of the cleaning and sterilization in the case of deviation in procedure. > prior to disposal, the product and accessories must be appropriately prepared or sterilized. 2.2 technical condition: a damaged device or components could injure patients, users and third parties. > only operate devices or components if they are undamaged on the outside. > check that the device is working properly and is in satisfactory condition before each use. > if there are any broken or damaged parts or clearly visible changes on the surface, the parts must be checked by the service. > safety checks may only be performed by trained service personnel. > if the following defects occur, stop working and have the service personnel carry out repair work: - malfunctions - damage - irregular running noise - excessive vibration - overheating - dental bur or diamond grinder are not firmly locked in the handpiece. Caution: heating of the product. Burns or product damage from overheating. > do not use the product if it is irregularly heated. > the medical device is too hot while working: service the medical device.

Event description:
(B)(6) informed kavo (B)(4) that they received a user report regarding a patient burn. Contacting the corresponding user we just got the information that a patient has been burned on lip due overheating of the handpiece. Further details have not been supplied.